Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline age characteristics is 67 years old. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: an eight-year prospective controlled study about the safety and diagnostic value of cardiac and non-cardiac 1.5-t MRI in patients with a conventional pacemaker or a conventional implantable cardioverter defibrillator. European radiology. 2018. 28 (6): 2406-2416. Doi: 10.1007/s00330-017-5098-z. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the safety and diagnostic value of cardiac and non-cardiac magnetic resonance imaging (MRI) in patients with an implantable pulse generator (ipg) or an implantable cardioverter defibrillator (ICD). It was reported that one patient underwent a brain examination and post MRI, the ipg exhibited a temporary communication failure where telemetry was temporarily unavailable. However, no reprogramming or revision was required. The device remains in use. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.